Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went to the clinic to have their device checked. It was determined that the right ventricular (rv) lead exhibited oversensing during a high rate non-sustained episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.